Event description:
On (B)(6) 2012, the patient reported she loaded and primed the infusion set insertion device and is not able to insert the infusion set headset. During troubleshooting the patient pulled up on the gray part of the insertion device and the headset was unintentionally fired across the room. She stated that she did not press the release button. No physiological effects were reported. The patient did not require treatment from a healthcare professional or second party to address the issue. The insertion device was replaced and requested to be returned for evaluation,